Manufacturer narrative:
Concomitant medical product(s): dtmb1d1 crt-d, implanted: (B)(6) 2018; 680r36 annuloplasty ring, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds and loss of capture. The lead was reprogrammed and remains in use. The patient is a participant in the adapt-response clinical study. No patient complications have been reported as a result of this event.